Event description:
It was reported that the patient was never able to get their implantable neurostimulator (ins) to fully charge. It was also stated that for the last two weeks, their stimulation had felt like it was "revving up and down" while they were holding still. No intervention or outcome was reported, but follow-up attempts have been made to collect this information. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).